Manufacturer narrative:
.

Event description:
Reportedly, on (B)(6) 2014, no data were available in device memory and the memory could not be accessed. Otherwise, normal testing and device behavior were observed. An explanation is required.

Event description:
Reportedly, on (B)(4) 2014, no data were available in device memory and the memory could not be accessed. Otherwise, normal testing and device behavior were observed. An explanation is required.